Event description:
Pt (patient) returned from cardiac cath lab with tr (terumo radial) band on right wrist. Band had 11cc of air inserted into back in the cath lab, only 4cc's of air were able to be removed by rn (registered nurse), remaining air had leaked out. "Model: trb29-lrg; lot: 0000322343-large."